Manufacturer narrative:
Conclusion: vessel dissections are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital disposed of device.

Event description:
Patient underwent thrombectomy surgery for embolism in the right m1 using the penumbra system. Aspiration was done with the 041 reperfusion catheter for 10 minutes with the assistance of the separator 041 to debulk the clot. 5,000 units of heparin were administered. During the procedure artery dissection occurred. Percutaneous transluminal angioplasty with a balloon and intracranial stenting procedure was performed. The patient left the hospital two months later. Physician's comment: artery dissection occurred in the occluded part. The reperfusion catheter did not pass through this part, but the separator and the guidewire did. The relation between the even and the penumbra system, and between the event and the procedure, are not deniable.